Event description:
New information received notes that patient presented without symptoms to the clinic again and exhibited low out of range pacing impedance, high capture thresholds, and noise by the same right ventricular lead. Lead was explanted and replaced on (B)(6) 2020. Patient was stable after the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to clinic for follow up with multiple low out of range impedance values on their right ventricular lead. An additional clinic follow-up on (B)(6) 2020 revealed that the impedance measurement had returned to normal and all other measurements were also within normal range. No intervention was performed and patient will continue to be monitored. Patient condition after the event was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.